Event description:
A customer contacted beckman coulter inc., (bci), reporting that patient samples were tested on unicel dxc 600i synchron access clinical system for folate and recovered 20% lower than neighboring facilities' access folate results. The low results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples are serum. Customer has been troubleshooting folate qc issues with hotline and reports qc is resulting at 1.5 sd below the mean. System checks from (B)(4) 2011, and (B)(4) 2011 were within specifications. A field service engineer (fse) was dispatched and replaced the substrate probe and performed a high sensitivity (hs) system check which met specifications. No hardware issues were noted that would have contributed to this event. No clear root cause could be determined for this event.